Event description:
Reportable based on device analysis completed on 03-mar-2015. It was reported that crossing difficulties were encountered.  Vascular access was obtained via femoral artery. The 95% stenosed, 2.50mmx20mm, eccentric, de novo target lesion was located in the moderately calcified and non-tortuous left anterior descending (lad) artery. Predilatation was performed with a 2.50x9mm maverick balloon catheter, resulting in >75% residual stenosis. Subsequently, a 2.75 x 24 mm promus element ¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a 2.50x24mm drug eluting stent (des). No patient complications were reported and the patient's status was stable. However, the device was returned without the stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent delivery system was intact with the stent after the no cross event.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent of the device had been deployed and was not received for analysis. The balloon had been subjected to positive pressure and deflated prior to return. There were no issues noted with the devices inner and markerbands. There were no issues noted with the shaft polymer extrusion profile. The hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).